Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient¿s ipg had an increased recharge burden resulting in ineffective therapy. Next course of action has not been determined at this time.

Manufacturer narrative:
Correction: b1 should have been adverse event instead of product problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Component code - updated from lead to 4755 - part/component/sub-assembly term not applicable (ipg).